Event description:
It was reported the customer was receiving a constant tone on their insulin pump. The customer stated the constant tone was recurring unless the customer removed the insulin pump. The customer's blood glucose was around 300 mg/dl. Customer had treated their blood glucose manually. The customer also stated an alarm did not occur prior to the constant tone. Customer also did not call back after resting their insulin pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).